Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a notifier for non-sustained oversensing. Programming changes were made. Patient was stable before, during and after the event.